Event description:
It was reported that on (B)(6) 2011, the right ventricular lead capture threshold was greater than 2.5 v, 0.4 ms and the lead was successfully repositioned. On (B)(6) 2011, the threshold was again greater than 2.5 v, 0.4 ms. The lead was explanted due to suspected infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.